Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had cracks on their insulin pump. Customer stated the cracks were located on the lower left side of their screen and on the top right side of the insulin pump. Customer also reported moisture may have gotten into their insulin pump as their screen was cloudy. The customer's blood glucose was 167 mg/dl. It was also found the customer may have dropped their insulin pump, causing the damage. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump functioned properly during displacement, self test and all operating currents were normal. However, insulin pump had moisture damage found on electronic and motor assembly. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No cracked screen noted.